Event description:
Exposed wires of the power extension cable were reported and when attempting to turn on the device, it sparked. The unit was replaced and no adverse consequences were experienced by the user.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed functional damage to the power extension cable in the form of the dc jack connector being completely broken off from the pvc overmold. A replacement power extension cable was used to power on the unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires on the power extension cable was confirmed.